Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reports that reservoir leaked by the o-rings. Customer also reports that there were air bubbles between the o-rings. Customer's blood glucose was 510 mg/dl which was treated with manual injections. Customer was advised to return reservoir for analysis. No further information provided.